Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pump shut off and is not charging batteries. The customer called to inform the unit shut down when was unplugged from the wall to walk patient to restroom. This is an axillary insertion of the iab and is being used off-label. Pump had given no battery backup detected and shut down. Customer had restarted the pump and therapy and plugged into a different ac outlet in the patients¿ room, the pump is showing receiving power and charging the battery in bay # 2. Patient is hemodynamically stable, there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h3, h4, h6, h11. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The unit was reported to be functional and not showing any errors.